Event description:
It was reported that at implant, crosstalk was observed on the ventricular channel. The device was reprogrammed, but cross-talk was still present at the lower outputs. Reprogramming the device again to shortening up the av delay was recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.